Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 250 units of insulin and at the insulin gauge displayed a +60 value. The customer's blood glucose level was 187mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.